Manufacturer narrative:
(B) (4). Evaluation, results: graft occlusion; remodelling of the aneurysm. Conclusions: remodelling of the aneurysm.

Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 14 cm abdominal aortic aneurysm approx one month ago. It was reported at the time of implant there were no issues. The proximal aortic neck was 23.5mm in diameter and distal neck is about 25mm in diameter. The proximal neck length is approx 15mm in length and has significant angulation. The access vessels are good and there is no significant thrombus or calcium at the proximal neck. It was reported, five day post stent graft implant there was a kink in the unsupported segment of the talent bifurcated stent graft. This was attributed to the aneurysm remodeling. The physician elected to intervene by implanting another MFR's stent to successfully resolve the occlusion. No additional clinical sequelae were reported, and the pt is fine.